Event description:
The customer was hospitalized for low bgs. The customer received an alarm and left the pump to rest for twenty-four hours. The cause their admission was unknown. The pump history eas reviewed and did not show any bolus or prime unaccounted for by the customer. There was no reservoir or infusion set available to place back into the pump. Troubleshooting could not be completed.